Manufacturer narrative:
Evaluation: a visual examination of the returned device, along with another manufacturer's introducer sheath, confirmed approximately 15cm of the balloon catheter had separated from the main shaft, measuring from the distal end. The catheter material exhibited signs of elongation, measuring approximately 16.5cm in length. Based on the characteristics of the balloon catheter and the results of our investigation, it is possible the device met with resistance beyond its intended design. We recommend in our information for use booklet if resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove the balloon and sheath as a unit. This product line is inspected 100% by our quality control department, ensuring the balloon rewraps properly when negative pressure is applied. We also verify the shaft material is free of any surface imperfections. Nevertheless, the appropriate individuals have been notified. We will continue to monitor for similar situations.

Event description:
This balloon was being used in a dialysis access graft procedure. After the third inflation, the physician want to remove it when it sheared off in the sheath. The physician was using another manufacturer's 6 fr sheath. There was no injury to the patient and all fragments were considered in the sheath.